Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.2, d.4, g.4

Event description:
Healthcare professional reported "effusion, pain, increase in left volume, ultrasound done, puncture made, suspicion of alcl effusion and suspect capsule lesions, periprosthetic granuloma, inflammation" device has been explanted. This record is for the left side. Histopathological markers have not been provided.

Manufacturer narrative:
The event of alcl is suspected. No histopathological markers have been provided. Continued h.6 health effect impact code: f2201, f2203. Continued e1 (email address): (B)(6). The events of effusion, lymphoma-suspected alcl, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-suspected alcl (histopathological markers not provided), seroma-late, and granuloma.

Event description:
Healthcare professional reported "effusion, pain, increase in left volume, ultrasound done, puncture made, suspicion of alcl effusion and suspect capsule lesions, periprosthetic granuloma, inflammation" device has been explanted. This record is for the left side. Histopathological markers have not been provided.